Event description:
It was reported that the patient experienced a "skin reaction" while wearing the pod an unspecified number of hours. Symptoms were not reported. Patient visited physician and was prescribed antibiotics: pyostacine for 6 days (2 in the morning, 2 at noon, 2 in the evening, and fucidine for 10 days (unspecified dosages). The patient is doing better; the issue resolved after the treatment.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: unavailable. Omnipod software app version: unavailable. Operating system: unavailable. Hardware: unavailable. Cgm sensor type: unavailable. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.